Event description:
The manufacturer representative reported in (B)(4) 2006 that the device was removed due to infection; the date of explant was unknown. Additional information was requested from the physician. The hcp replied to the manufacturer on (B)(6) 2006; no date of onset or date of diagnosis was reported. Patient symptoms associated with the reported infection include redness, swelling, drainage and pain. The physician provided that perioperative antibiotics were administered and the patient does not have meningitis. The hcp reported that a culture was obtained from the device pocket and lumbar region, which showed positive results for infection. The type of organism cultured was staphylococcus; no test date was provided by the user. The primary location of the infection was the device pocket, lead track and lumbar region. Treatments instituted for infection show IV antibiotics were administered. The infection has reportedly resolved. The hcp did not indicate a date of product retrieval and did not confirm in the report whether the device had been explanted; the unit has not been received for evaluation. See MFR report #3004209178200601994.

Manufacturer narrative:
(B)(4).